Event description:
It was reported that patient was in the ER (emergency room) 4-5 times due to ¿pump issues¿ which reporter couldn¿t recollect since ¿it's been a while¿ . The exact details, date of this event was not reported, however it was indicated that this occured about 10 years ago (2003). Drug in the pump at the time of this event was not reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8711, lot# j11021r01, implanted: (B)(6) 2002, explanted: (B)(6) 2005, product type: catheter. (B)(4).